Manufacturer narrative:
(B)(4). A visual examination of the returned extractor pro rx retrieval balloon noted that both the device tip and balloon material were detached from the catheter. The balloon material was not returned. Damage was noted on the c-channel. Based on the condition of the returned device, there is not enough information available to determine the cause of reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the distal tip including the balloon detached inside the patient. The catheter was broken into two pieces and its side appeared scraped with plastic pieces of the catheter wedged into the scope. The scope was then sent for repair to remove the smaller plastic pieces. Another scope was used and the detached balloon tip was retrieved with jumbo forceps. It was also reported that no difficulty or resistance was felt when using the device. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.